Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2001.

Event description:
It was reported the patient received inappropriate therapy. The patient presented to the emergency room after receiving multiple shocks from the device. Device interrogation noted right ventricular (rv) lead impedance spike, no capture at max output, oversensing, noise issues and a confirmed fracture. Myopotential movements were able to recreate the noise and oversensing. The detections were turned off and the lead remained in use. Additional information received reported the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.